Manufacturer narrative:
Siemens filed initial MDR 2517506-2020-00186 on 25-jun-2020. Additional information (26-jun-2020): the operator received an electrical shock from the instrument when the operator attempted to replace a charred fuse on the instrument, using tweezers, without unplugging the instrument. Siemens determined that the operator came in contact with the metal fuse holder and received an electric shock as this portion of the circuit is directly connected to the wall outlet. Siemens further investigated the issue and determined that there are no instructions in the operator's guide on how to replace this alternating current (ac) fuse as this is not a customer replaceable component. The customer was following the operator's guide instructions to replace the main 20 ampere ac fuse, which is located on the side panel of the instrument, and the operator's guide has a picture of this location. The ac fuse that the customer attempted to replace is located above the ac plug on the backside of the instrument. In the event that the ac fuse above the ac plug malfunctions, the customer should contact siemens to service the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. Initially, the cse inspected the instrument, replaced the alternating current (ac) input cable/fuse holders, and powered up the instrument. The instrument powered up as expected. During this visit, the cse determined that the refrigerator unit was not operational. As per the instrument's design, power loss of the ac relay board shorts the circuit of the refrigerator unit to conserve power. Therefore, the fuse blowing was indicative that the ac relay board malfunctioned. In subsequent visits, the cse determined that the reagent carousel temperature was outside of acceptable range and replaced the ac relay printed circuit board (pcb), ac line detect pcb, and reagent refrigerator assembly. The cse determined that the compressor for the refrigeration unit was not working and bypassed the uninterruptible power supply (ups) to isolate the issue. By doing so, the cse successfully powered on the instrument and the compressor cooled the reagent tray. Moreover, the cse replaced the cuvettes and auxiliary pcb and hydration system thermistor, calibrated reagent and reagent management system (rms) reagent trays, and ran system checks, which recovered acceptably. In addition, the cse also replaced the ups. The instrument was brought back online with no issues. The cause of event is related to the operator's method in troubleshooting the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an operator of the dimension exl with lm instrument received a shock from the instrument as the operator attempted to troubleshoot a low battery alert. On 04-jun-2020, the operator checked the instrument's main power connection to the wall, determined it was loose, and secured this connection. When the instrument did not reboot, the customer attempted to replace charred fuses on the instrument using tweezers without powering off the instrument and received a shock from the instrument. There was no injury to the operator and the operator did not seek medical intervention. The customer was able to process patients' samples using an alternate instrument at their site. There are no known reports of delay in patient testing or adverse health consequences due to the event.